Event description:
It was reported that the ilet touchscreen became unresponsive with visible cracks, rendering the screen unusable and causing trouble using the device; the event was attributed to a likely drop, and replacement accessories were arranged, with the device synced prior to shutdown and a return planned. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem consistent with a fracture affecting the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.